Event description:
Spontaneous call. When loading syringe into pump, pump would pull it down, but then uncheck the box indicating that it was loaded. After attempting to troubleshoot on her own for an hour, she was not comfortable using this pump again. Fault occurred before administration of medication. No patient injury reported. Patient has a back up device to used and we replaced malfunctioning product. Reported to (B)(6) by: patient/caregiver; strength: 2.5 mg/ml vials; dose or amount: 60 ng/kg/min; frequency: continous; route: IV; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.